Event description:
The customer reported the time and date stored in their precision xtra meter are incorrect. The customer reported using the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified.